Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their dentist has informed them to cease aligner treatment immediately to prevent further harm. A letter of recommendation was provided. The dentist states they believe the patient's treatment with byte is progressing at an unrealistic rate. After the dentist reviewed the byte treatment plan it was clear that continuing with the aligner treatment poses significant risks. These risks included gum recession and permanent nerve damage. The rapid shifts of the tooth position are too aggressive for the patient's oral health and there is potential for long term damage is a very serious concern. It is the dentist professional opinion, that the patient cease the treatment immediately.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.